Event description:
Customer alleged blood glucose results of 297 mg/dl and 129 mg/dl when testing was performed within 10 minutes on the aviva system. Customer reported having no symptoms and did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.